Event description:
It was reported that the 2.25 x 12 mm xience xpedition was removed from the packaging and the sheath and stylet were removed without difficulty. The device was advanced onto an unspecified guide wire; however, resistance was noted and a separation occurred. The device had not yet entered the anatomy and was easily removed from the guide wire. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Difficult to position/guide wire resistance was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.